Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "continue to fail". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and uterine disorder ("unhealthy uterus"). At the time of the report, the device dislocation and uterine disorder outcome was unknown. The reporter considered device dislocation and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, uterine disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and uterine disorder ("unhealthy uterus"). At the time of the report, the device dislocation and uterine disorder outcome was unknown. The reporter considered device dislocation and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, uterine disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: upon internal review, event continue to fail was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and uterine disorder ("unhealthy uterus"). At the time of the report, the device dislocation and uterine disorder outcome was unknown. The reporter considered device dislocation and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, uterine disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: upon internal review, event continue to fail was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.